Event description:
The suture was used during a procedure on the bowel. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.